Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured after becoming caught in calcified calcium during the procedure. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use. There were no visible signs of device or package damage prior to use. The physician was trained and experienced with the device. The procedure was performed using a retrograde approach. The femoral artery suitability was verified by angiography, including insertion angle of the vascular sheath introducer. The vessel diameter was greater than 5 mm. There was no stent near the puncture site. The vessel did not have greater than 50% stenosis at the puncture site. The target femoral site had not been closed within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A non-cordis introducer sheath was used. The device will be returned for evaluation.